Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a staph infection caused by sensor and was put on antibiotics. Customer reported to have gone to endocrinologist to have antibiotics prescription changed due to blood glucose to remaining high. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer received a manual injection which began to stabilize blood glucose.